Event description:
This subject pacemaker was not implanted due to issues on the screws.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
This subject pacemaker was not implanted due to issues on the screws.

Event description:
This subject pacemaker was not implanted due to issues on the screws.